Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was constantly having the error message "force sensor bridge test". The customer tried to calibrate the force sensor. When setting the high standard, the reading was super low. The pump had shown readings around 40-74 where it should be in between 390-554. The plunger cable, left plunger case, right plunger case, force sensor, and plunger pcb board had been replaced. Despite these replacements, the error message had persisted, and recalibration had still resulted in low readings. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
B2: additional information reported that the main printed circuit board (pcb) was replaced, and the device was manually reset so the device grabs the latest software and drug library. The device was recalibrated. The issue was resolved and the device already back in service. D4: device information updated. Investigation of event is in progress.